Event description:
During total hip arthroplasty in 2004, acetabular inserter broke while inserting implant. Radiographs confirmed small fragment remained in pt. No surgical intervention has been recommended by physician to date.